Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, user was unable to log in and keeps kick out. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter addr 1: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in. The field service engineer found no issue on login. The system functioned as intended after the field service engineer investigated the device.